Event description:
A nurse contacted baxter (B)(6) regarding a connection issue with a transfer set. The nurse stated that the transfer set could not be disconnected from the disconnect cap by using the clean flash. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed; however, no root cause could be determined.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. This complaint for a connect issue with a transfer set was confirmed during the sample evaluation. One used sample was received for evaluation. A visual inspection was performed with bent spike noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. The sample evaluation was completed, problem confirmed, but the investigation is still not completed. A follow-up report will be filed should additional information become available.